Manufacturer narrative:
Determination of root cause: assessment: during the on-site investigation, the territory mgr found no problems with the laser and performed a successful sys verification to product specs. A long file review for the day of this pt's surgery was not possible because the surgeon did not provide a surgery date. Non-product factors including pt response to the laser ablation. Pt healing characteristics and preoperative pt selection could not be reviewed as the surgeon did not provide pt records. Info provided was via phone conversation only. Conclusion: based on the results of the investigation of product and non-product factors, a definitive root cause would not be determined. However, the non-product related factors mentioned above may have been contributors. (B) (4). (B) (4).

Event description:
Adverse event: overcorrection. A surgeon reports one pt with an overcorrection in the left eye following refractive surgery. The surgeon stated there was no harm/injury to the pt, but it was too early to determine if the pt would need an enhancement procedure. The surgeon did feel the laser contributed to this outcome. Pt records were requested and promised, however, the surgeon has not provided any records to date. No further info has been rec'd.